Event description:
Patient was in clinic on (B)(6) 2017 for cadd d/c. Cadd bag with visible chemo leak. Patient stated he noticed the leak yesterday late afternoon (B)(6) 2017. This is one of the 4 chemo leak events in 2 weeks time.